Event description:
The pt had been taken to the hospital on (B)(6) 2012: a vf had occurred but no shock therapy was delivered by the ICD; therefore, an external shock was applied using an automated external defibrillator in the ambulance. At the hospitals, vf under-sensing was identified, while the ventricular sensitivity was programmed to 1.0mv. The pt was transferred to another hospital on (B)(6) 2012.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.